Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buzzer warning has failed and it is not vibrating anymore when it has finished doing a command. Customer stated that the pump was not dropped or bumped hard on anything. Customer stated that she put the pump into suspend mode when he was taking a shower and the pump did not vibrate. Customer stated that the pump did not vibrate during the vibrate test. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump failed to vibrate during self-test due to vibrator motor connector broken black wire. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.